Event description:
Hub broke off the top of the needle prior to insertion.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. The ez-io needle IFU (8087a rev. 04) states, "do not rock or bend the catheter. Improper technique may cause catheter to break." The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2003. A review of the certificate of compliance found that the needle set passed all the release criteria. The device was released in 12/2020 and is approximately 1.5 years old. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Hub broke off the top of the needle prior to insertion.